Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during cataract surgery with intra ocular lens implantation, the ophthalmic knife was found blunt. The surgery was completed by using alternative knife. No patient impact was reported. This complaint pertains to third of the four reports received from the same facility.

Manufacturer narrative:
Additional information was provided in sections d.9, h.3 h.6 and h.11. One opened knife was received for the report of blunt keratome. The returned sample was visually inspected and was found conforming. Functional penetration testing was then performed and found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a nonconformance review of the reported lot. A nonconformance was found. This non-conformance could have potentially contributed to the reported event. An investigation has been initiated to investigate the dull cutting instruments. The returned opened sample was found to be visually and functionally conforming. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all visual and functional testing. No further investigative or manufacturing actions are warranted at this time due to that the returned sample met specifications. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. An investigation has been initiated to investigate the dull cutting instruments. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.